Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: it was possible to complete the stapling of the stomach and the surgeon also reinforced with manual suture the whole line of staples. When performing, the integrity test the surgeon determines that the stapling is hermetic and there are no leaks.

Event description:
It was reported that during a gastric sleeve procedure, the device cuts but does not staple. When the surgeon opens the jaws of the stapler, the tissue is compressed, cut but not stapled. This caused a laceration of the tissue by the compression time and bleeding. Another like reload was used to complete the procedure. There were no adverse consequences for the patient.